Event description:
It was reported that a patient with a medical history of parkinson's disease who had undergone deep brain stimulation experienced a malfunction with the activa rc wireless recharger (wr), as indicated by the battery indicator light flashing green and the inability to charge. The wr was unresponsive. A reset of the recharger was performed but did not change anything. The firmware version was 2.0.006. The issue was resolved through guarantee replacement.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.